Event description:
Event: pt expired post-op. Event narrative: the device had been advanced to the aortic bifurcation when it was noted that an amplatz wire had been used instead of the exchange wire. The device was removed to exchange wires. There was resistance in advancing a catheter to do the wire exchange. Upon reinsertion, there was difficulty advancing the device through the common iliac artery. Upon deploying the superior attachment system and during subsequent balloon inflation, the aortic balloon would not deflate. After some manipulation, the balloon deflated. When cleaning the device after the procedure, it was noted that flushing the guidewire lumen resulted in inflation of the aortic balloon. The patient expired in the evening of the day of the procedure.